Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, at the first firing on the patient, the handle and reload were attempted to be used for suturing and resecting, the surgeon pressed the green button attempting to fire, but the device was unable to fire. A new cartridge was used and the device was used without problem to complete the case. There was no patient injury.